Event description:
On (B)(6) 2014, the reporter contacted animas alleging that there were air bubbles in 3 of the pump¿s insulin cartridges. Troubleshooting of the issue was unable to be completed at the time of contact. This report is made because the issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.